Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 50% to 20% after being connected to a power source. In addition, the customer was having difficulty charging the pump. Customer reported blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.